Event description:
It was reported that upon deployment of the filter, imaging demonstrated that one of the filter limbs appeared to extend outside of the caval wall by approx 1 cm and the filter was slightly tilted. Add'l access was made in the jugular vein and the filter was removed using a recovery cone without incident. A competitor's ivc filter was then implanted from the jugular access without further incident. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter has been returned to the MFR for eval. The investigation is currently underway.